Manufacturer narrative:
After further review, it was determined that due to the iol being exchanged with a different diopter lens, the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
It was reported that approximately 11 weeks after the implantation of an intraocular lens (iol) into the left eye, the lens was exchanged with a different diopter iol. Allegedly, the patient could not adapt to the initial iol. Additional information was requested, but not received.

Manufacturer narrative:
The device was discarded and, therefore, is not available for evaluation. Additional information regarding the event was requested but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.